Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09817. It was reported the patient underwent surgical intervention to explant and replace the system lead and the extension due to invalid impedance values. The patient was implanted with a different model lead. Effective stimulation was captured post-operative.

Manufacturer narrative:
Results: the returned lead had several areas of cautery damage. Due to the excessive damage to the lead (14 areas of cautery) electrical testing was not performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.